Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that during a lap hernia surgery, one of the scissor hooks broke off the insert inside the patient. Additionally it was reported that the broken portion was recovered from the patient.